Event description:
Malfunction: bed would not move. An ophthalmic technician reports that the facility has been having powering off issues, intermittently. The patient involved in this event was having prk done on both eyes. The first eye was completed. When they tried to move the bed for the surgery on the fellow eye, the bed lost power. The epithelium had not been removed from this eye and the cornea had not been prepared. After a very short delay and pressing the button on the joystick panel, the power to the bed came on and the case was completed without any further interruptions. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).